Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Additional information indicated that the pacemaker was explanted.

Event description:
Boston scientific received information that the remaining longevity of this pacemaker showed the same result since the last device check. It was reported that the magnet rate of the device during last check was 90. A boston scientific technical services (ts) discussed that the device typically will have a magnet rate of 90 for about a year until it will reach elective replacement indicator (eri) and that most likely, the device is very close to eri. Furthermore, ts discussed the expected longevity of the device. At this time, the device remains in service. No adverse patient effects were reported.